Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken conductor wire at the distal clevis ear. The conductor wire showed obvious damage and was fully broken. The instrument failed the electrical continuity test. No signs of physical or thermal damage were observed. The complaint was confirmed by failure analysis. The probable root cause of the broken conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation.

Event description:
It was reported that during a da vinci-assisted trans hiatal esophagectomy (non-transthoracic) surgical procedure, the permanent cautery hook instrument was observed to have insufficient power. The instrument cable was ruled out as the source of the reported event. After the instrument cable was replaced, the reported issue remained. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: a replacement instrument was used to complete the surgical procedure.